Event description:
It was reported that a spectrum pump experienced system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification. System error 105 was confirmed and reproduced caused by a seized motor. The failed motor was replaced. System error 105 will occur when the pump experiences a motor failure.